Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Quality personnel investigated the attachment. Maximum temperature for the attachment did not exceed specification requirements. Free run testing for 30 seconds resulted in a maximum temperature of 31.6 c. Free run testing for 3 minutes resulted in a maximum temperature of 34.8 c which is within (B)(4) requirements. Load testing attachment for 3 minutes resulted in a maximum temperature of 40.2 c which is within (B)(4) requirements. During examination after disassembly, interior cap and head cavity exhibited debris and lack of lubrication. Head tail, tail, set and main drive dog gear assemblies all exhibited moderate wear. Set and tail gears were also slightly to moderately corroded. All components were dry and lacked lubrication. The lack of lubrication may have caused friction and as a result, an acceleration of wear for components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing more friction and accelerated wear. This combination of events could have caused the heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.